Manufacturer narrative:
The field service engineer replaced the sample/reagent probe, the sipper probe, the cover table assembly, and the brush. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 799758. The expiration date was not provided. The field service engineer cleaned the sample and reagent disk grounding surfaces, checked the sample/reagent line hose connections, and checked the needle seal. Quality controls and a precision check were performed and were acceptable. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and a questionable low probnp result from the cobas e411 disk analyzer that did not match the patient¿s clinical picture. The patient had a result of about 9000 mg/ml in (B)(6) 2024 and about 7000 mg/ml in (B)(6) 2024. The initial result was <50 pg/ml. On (B)(6) 2025, a new sample was drawn from the patient and the probnp result was 33938 pg/ml. The original sample was discarded and could not be repeated. For troubleshooting, an edta sample taken on (B)(6) 2025 was tested and the result was > 35,000 pg/ml.